Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed. Service evaluation of the returned pump identified that the inflow motor was worn and exhibited large bearing play. Based on the evaluation and engineering input, this condition can reduce peristaltic pump performance and may cause the pump to continue actuating in an attempt to reach or maintain the set pressure. This provides a plausible explanation for the customer¿s perception that the pump continued to deliver fluid; however, the investigation did not confirm that excessive fluid was delivered to the patient. The device was delivered in 2015, and service history indicates this was the first service order for the unit. Therefore, the motor is presumed to be original to the device. Additional service findings included a worn outflow motor, worn door locking mechanism, broken front panel, touch display issue, and outdated software version. These findings were documented as part of the overall device condition, but the worn inflow motor with large bearing play was determined to be the primary finding associated with the reported event. The most likely cause is wear and tear associated with device age and use.

Manufacturer narrative:
The reported event was confirmed. The service evaluation revealed the motor on the inflow side is worn out which caused the reported event. Further evaluation also revealed a worn outflow motor along with a worn door lock, a defective touch display and a broken front panel. The software version was found to be outdated and needs to be updated as well. The most likely cause for the observed condition can be attributed to wear and tear.

Event description:
Further information was received that the event occurred during a shoulder arthroscopy on (B)(6) 2025. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different rack and pump. It was not necessary to do a second surgery, and the patient was sent home the same day.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the pump continues to deliver fluid to the patient, which can lead to fluid dislocation. The customer has tried changing to a new rack and testing with the same tubing set, without the problem recurring ¿ indicating that the fault lies with the pump.